Manufacturer narrative:
Continuation of medical devices: 694765 lead, implanted: (B)(6) 2010; 419588 lead, implanted: (B)(6) 2009; 4024-58 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infected system with erosion. The device and leads were scheduled to be explanted. No further patient complications have been reported as a result of this event.